Manufacturer narrative:
The sodium electrode lot number was geg35, and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas c 303 analytical unit. Patient 1's initial result was 130.8 mmol/l. The repeat result was 140.6 mmol/l. The sample was repeated because of a delta check. The repeat result was deemed correct. Patient 2's initial result was 124.7 mmol/l. The repeat result was 133.4mmol/l.